Event description:
Reporter noted air infusion pressure delivered is higher than what is preset. Suture broke during closure of sclerotomy holes; had to replace suture. Pt is stable; prognosis is good. Surgeon felt this could cause injury if it recurs.